Event description:
Internal battery of the unit was shutdown in one hour while it was on a pt. The hosp operated this unit with internal battery once a month. The time from giving low battery alarm to shutdown was a few seconds. Please note that there was no death or no severe injury involved in the incident.